Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was passed through the scope and it was able to grasp and lock onto tissue, but would not release from the catheter without excessive force. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was returned separated from the catheter; however, the catheter was not returned for analysis. The clip arms were opened. Microscope examination was performed; the clip assembly was disassembled for further analysis, and it was observed that one arm was slightly bent, but no failure was found on the yoke and on the tension breaker. It was further observed that no activations had been performed on the clip and the yoke was detached from the control wire, causing the clip arms opened and could not be closed. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device such as; the amount of tissue that the device grabbed on, and the handling and manipulation of the device which could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was passed through the scope and it was able to grasp and lock onto tissue, but would not release from the catheter without excessive force. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.